Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a collapsed lung. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient to develop a collapsed lung. The patient was hospitalized in response to the reported event, difficulty in breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and foundunknown dust contaminant inside the blower box at the air inlet, on the top enclosure, and front panel. An insect was located on the blower cap of the blower box. An unknown dust contaminant was observed on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has unknown dust contaminant inside the blower box at the air inlet, on the top enclosure, and front panel. An insect was located on the blower cap of the blower box. An unknown dust contaminant was observed on the rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report. Section h6 (clinical code) correctedin this report.